Manufacturer narrative:
The investigation into the limb ischemia issue has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of limb ischemia was most likely due to patient condition.

Event description:
The user facility reported a 52-year-old male in st elevated myocardial infarction was implanted with an impella 2.5 device for mechanical circulatory support. The impella 2.5 was implanted and distal pulses were confirmed. Patient was transferred and distal pulses were not found on the doppler. Patient was hemodynamically stable, labs were stable, and patient was not on any pressors. The team made the decision to explant the 2.5. Distal pulses came back.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿